Event description:
Event description cpi received information that this transvenous defibrillation lead was explanted one month after implant due to dislodgment. The lead was replaced with an active fixation defibrillation lead.